Event description:
A remstar auto a-flex sys one 60 series device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. Additionally, the service technician also noted cigarette smoke and dust contamination, as well as error code e053 (err_comp_log_sem_timeout) were present. The device was scrapped by the service center after the evaluation was completed.